Manufacturer narrative:
Reason for reoperation: delamination.

Event description:
Healthcare professional reported left side hole, non-specific and valve delamination from shell via rga. The device has been explanted and replaced.

Event description:
Healthcare professional reported left side "deflation." Healthcare professional later reported "valve delaminated from shell." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation : observed, one opening on the anterior side assessed as surgical damage and one opening on the anterior side assessed as fold flaw opening . ¿ delamination : no observed . Additional observations: ¿ yellow particles observed inside the device. ¿ crease fold observed on the device. ¿ wear abrasion observed on the device. ¿ no penetrating nick (stress marks).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: review of all complaints of a1401 (deflation problem) for the period of feb 2021 through jan 2023 related to date opened indicates that two points are above the upper control limit. According to the severity, an additional analysis was performed to review the involved complaints with manufacturing date over the past 24 months. No patterns were found; therefore, no additional actions are deemed required. The trend of a1401 (deflation problem) complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported left side 'deflation'. The device remains implanted.